Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was broken. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was broken. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one injector sample unit belonging to lot number 1803108 was received for evaluation by our quality engineer team. A device history record review for lot number 1803108 did not reveal any quality issues during production that could have contributed to the reported incident. Through visual inspection of the returned samples, the luer connection component of the injector product was found broken and remained attached to the syringe. As the separated luer component was properly attached to the syringe, it is suggested that the luer threads were not defective. No issues were found with the returned protector. It has been determined that the breakage likely occurred as a result of incorrect handling by the user. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.